Manufacturer narrative:
Outer box and inner vial from one imp,tsv,mcol mg,4.1mm,8mm (tsvm4b8) was returned for investigation. Visual inspection of the as returned product identified that vial was empty and contain no implant or other components. The packaging is already opened. The product is not noted to have been used in a patient. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 1221536. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. The vial components were confirmed to be present in all packaging inspected. Complaint history review was performed for the reported lot number (1221536) for similar event and no other complaint was identified. November post market trending was reviewed and there were no negative trends or corrective actions for the reported event (missing components) or product (tsvm4b8). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive cause could not be identified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided.

Event description:
It was reported a missing implant (tsvm4b8) from the inner vial. Event was confirmed occurred during procedure and doctor was able to complete that procedure using another implant.